Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported sensor updating alert, the loss of communication between insulin pump and transmitter, difference between sensor glucose and blood glucose values, insulin suspension and calibration not accepted alert. The customer was treated with glucose/carb intake. The event involved product(s) mmt-7040a, mmt-7841zn, mmt-1884, mmt-332a, mmt-242a. Blood glucose value at the time of event was 86 mg/dl. Troubleshooting was performed for reported event(s) and it was confirmed that the insulin delivery was suspended based on the sensor glucose value. The blood and sensor glucose values at the time of event was 81.00 mg/dl and 116.00 mg/dl, respectively and the difference in value was 35.00 mg/dl, which was within target range. Explained sensor may have no longer been responding to glucose changes. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-242a. Ozp-mmt-7040a-snsr, pqf-mmt-7841zn-xmtr, frn-mmt-332a-rsvr, unomed inf set.